Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas and alleged that the pump had an intermittent power issue and the user was unable to tighten the battery cap. The battery compartment was cracked. The patient had a blood glucose of 600mg/dl with nausea, vomiting, polyuria, polydipsia, with large ketones. This complaint is being reported as the patient experienced hyperglycemia and the power issue may have contributed to the event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2017 with the following findings:. The black box for (B)(6) 2017 was not available. The available black box shows an unexplained por on (B)(6) 2017 at 19:13; basal deliveries resumed at 19:36. On (B)(6) 2017 10:31 a replace cartridge alarm was recorded; deliveries resumed at 11:10.. Battery compartment is cracked on the side from threads to cover and cracked below the bumper pad. No moisture/corrosion observed in the battery compartment. Returned battery cap has stripped threads; it was unable to maintain electrical connection, reported ¿power¿ complaint was duplicated.. New test battery cap was able to fit to maintain electrical connection. Test battery cap was used to complete a 24 hr duration test; no por¿s were duplicated during this time.. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Audio bolus button cover is torn; still operable.. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.